Event description:
The graft was implanted 10/8/80 for an aorto-femoral bypass. On 6/26/96, the graft was explanted due to an iliac aneurysm. The pt's condition is good.

Manufacturer narrative:
Sections of the returned, explanted graft were evaluated by our consulting pathologist. A copy of that report is attached. In our initial report, code 00 under section h6, "conclusions" was stated in error and should have been stated as code 68 (device evaluation anticipated, but not yet begun, therefore, no conclusion can be drawn at this time). Gross description: received in formalin are nine segments of tissue and vascular graft which measure up to 3.0x2.5x0.7 cm. Focal fibrous tissue is present on the outer surface of the graft. Other segments of tissue show a laminated thrombus present on the luminal surface of the vascular graft. Rep sections are embedded under md-914, md-915, and md-916. Microscopic description: segments of a vascular graft explant are identified. Focal areas of loss of integrity of the graft are identified. Other areas show focal pseudointima formation on the luminal surface with the presence of collagen and fibroblasts. The periadventitial surface shows the formation of a fibrous capsule with fibroblasts and collagen. Focal foreign body giant cells, fibroblasts and collagen are present within the interstices of the vascular graft. Segments of a pseudoaneurysm with a decrease in fibers and the formation of a fibrous capsule surrounding a hematoma are identified. Summary: segments of a vascular graft with loss of integrity of the graft are identified. A well-healed luminal surface and periadventitial surface are present. A focal pseudoaneurysm with hematoma is identified.